Event description:
On december 14, 2006, it was reported to bsc that during an endoscopic retrograde cholangiopancreatography (patient gender and age unknown) "the pebax coating was detached inside the bile duct..." The detached coating was not retrieved. The procedure was successfully completed with another bsc device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.